Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40527. It was reported that a patient presented in-clinic for an explant procedure. Prior examination revealed the right atrial (ra) lead signal artifact as well as far r-wave over-sensing noted on the patient's implantable cardioverter defibrillator (ICD). The ICD was explanted on (B)(6) 2022, and no intervention was reported for the ra lead signal artifact. No patient consequences were reported.

Event description:
New information received notes that the right atrial lead exhibited another instance of signal artifact. No additional intervention was reported and no patient consequences were reported.